Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not able to read the EKG, the iabp was only able to read pressure. The EKG was still unable to be read upon switching out the EKG cable. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the repairs are unknown; however, the iabp unit was returned and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. Full event site name: (B)(6) medical center. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not able to read the EKG, the iabp was only able to read pressure. The EKG was still unable to be read upon switching out the EKG cable. There was no harm or injury to patient and no adverse event was reported.